Event description:
On (B)(6) 2023, it was reported by an arthrex subsidiary employee via email that an ar-2324bcct biocomposite swivelock c eyelet was deformed, and the sutures were apart from the eyelet during insertion. This was discovered during an ankle joint ligament procedure on (B)(6) 2023. All the broken fragments were removed from inside the patient, and the case was completed using another ar-2324bcct biocomposite swivelock c from a different lot number. Additional information received on (B)(6) 2023: the eyelet deformed during insertion, and the case was delayed for about ten minutes.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. Complaint allegation confirmed. One unpackaged ar-2324bcct was received for investigation. The device arrived for investigation without suture, and eyelet. Functional testing of the driver outer sleeve and the tb inner member molded swivelock found that the devices smoothly engage. Visual evaluation observed damage on the thread of the bio at the distal end. The most likely cause for the reported failure is a user error. The observed condition is most likely caused by the angle of the insertion. Per dfu-0087-13 at revision 0. Precautions: 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body.